Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer was trying to give a correction bolus. Customer's blood glucose was 208 mg/dl and he took a correction. Customer threw the pump and when he got up, his blood glucose was over 300 mg/dl. Customer's mother stated that she will call back to troubleshoot the high blood glucose and no delivery. Customer's blood glucose was also reported as 438 mg/dl.